Event description:
This customer reported that the display was "black". There was no report of pt involvement.

Manufacturer narrative:
(B)(4): this customer reported that the display was "black". There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.